Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: k 20 meq/50 ml bag programmed through the pump to run over 1 hour. Med hung as secondary, primary line clamped during infusion. Pump alarming for upstream occlusion around 30 min into infusion time. Found whole bag of k had infused into the patient in approximately 30 min. Md notified, no rhythm changes noted on monitor.